Manufacturer narrative:
Physio-control further evaluated the device and observed that the device's digital pcb assembly caused an excessive off current. The digital pcb assembly was then removed and evaluated. Physio-control determined that the cause of the reported issue was due to a filter, designator fl23 on the digital pcb assembly, having process residue. This filter, designator fl23 having process residue caused excessive off current which slowly depleted the device's battery. A replacement device was provided to the customer under warranty.

Event description:
The customer contacted physio-control to report that their device depleted its batteries prematurely. The battery had one flashing led, indicating a very low state of charge. The readiness indicator on the device showed the service wrench icon and an empty battery icon. The reported issue is related to a voluntary field corrective action (corrections and removals number 3015876-05/01/2014-001c). The device battery was at a very low state of charge, which may not be sufficient for patient use. During device evaluation, physio-control observed that the device would immediately power off after it had been powered on, as the battery was depleted. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.